Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
User states that while he was using the shower chair on (B)(6) 2015 one of the back braces have snapped in half at the 90 degree bend.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the tubing broke at the center hole on the back support tubing, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
User states that while he was using the shower chair on 11/5/15 one of the back braces have snapped in half at the 90 degree bend.